Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe integrated electrosurgical unit (iesu) would not power on. The customer stated that the erbe iesu had worked during the previous case. The customer also informed that there was a patient on the table and under anesthesia with the surgeon working laparoscopic. An intuitive surgical, inc. (Isi) technical support engineer (tse) stated the system log review noted no errors for the iesu. After multiple troubleshooting attempts, customer informed the tse that they planned to convert the current case and the subsequent case afterwards. Isi followed up with the customer site and obtained the following additional information: the procedure was completed laparoscopically with no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the erbe integrated electrosurgical unit (iesu) did not power up and replaced the unit to resolve the reported issue. The system was tested and verified as ready for use. The erbe (iesu) was returned to isi for failure analysis (fa). Fa investigation confirmed and reproduced the reported failure, 'no power.' The unit was placed on an in-house system and would not power on.